Event description:
The customer reported that while the doctor was preparing to perform intubation and connect the patient to a ventilator for assisted ventilation, the patients ECG monitoring device malfunctioned and could not be used. User attempted to troubleshoot, and a new ECG monitoring device was immediately deployed for the patient, and reportedly caused a delay in the rescue process. The customer stated that there was no harm to the patient as a result of the malfunction. No patient injury or patient death was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
A faulty ECG monitoring device was identified by the hospital staff, so it was replaced prior to the procedure. The hospital confirmed that after the ECG device was replaced with a standby unit, the surgical procedure was performed without any adverse effect to the patient. Draeger service was not involved with the incident, there is no information regarding the cause of the faulty ECG monitoring device.

Event description:
The customer reported that while the doctor was preparing to perform intubation and connect the patient to a ventilator for assisted ventilation, the patients ECG monitoring device malfunctioned and could not be used. User attempted to troubleshoot, and a new ECG monitoring device was immediately deployed for the patient, and reportedly caused a delay in the rescue process. The customer stated that there was no harm to the patient as a result of the malfunction. No patient injury or patient death was reported.